Event description:
Device malfunction: bent sheath splitter. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during advancement of the thumb advancer, it was noticed that the sheath splitter was bent. The procedure was stopped and the safety release was used to retract the locator wings and remove the complete system from the pt anatomy. Hemostasis was achieve using manual compression. There were no adverse effects reports. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.